Event description:
It was reported to philips that upon rebooting, the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined system remotely and confirmed that the system is unable to boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found problem with the video signal splitter power supply, but the cause of the problem could not be determined and requested onsite support. The philips field service engineer (fse) checked the system onsite and found x37 output of the satellite power distribution unit 3ny of the b-cabinet was failing and exact cause of why it was without power output was unknown. To resolve the issue, fse replaced cabinet b (satellite power distribution unit 3ny). The defective part was sent for analysis, for satellite power distribution unit failure was observed and the failure was found to be blown fuse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.